Event description:
The customer reported that her pod "felt weird when it activated". Her bg levels increased steadily (374-greater than 500 mg/dl) over the course of seven hours while this pod was in operation. The pod was deactivated and a manual insulin injection was administered. Upon inspection, she noticed that "the needle was sticking out of the pod and the cannula never deployed". The pod will not be returned for eval.

Manufacturer narrative:
The customer stated that the needle did not retract after firing and that the cannula had not deployed from the pod. This indicates that the needle mechanism possibly malfunctioned due to a damaged component. Since the pod was not returned for eval, however, no malfunction can be confirmed. The omnipod user guide instructs users to "check the infusion site after insertion" to ensure proper placement. If labeling instructions were properly followed, the user would have noticed the non-retracted needle and that the cannula hadn't deployed (which would have been visible through the pod's viewing port) and have deactivated the device. The user guide also advises users to check their blood glucose levels frequently so they're able to react quickly and appropriately to any issues.